Manufacturer narrative:
Insulin pump was received with pump error 38 alarm during rewinding due to corroded motor home switch. (B)(4).

Event description:
Information received by medtronic indicates the pump would not rewind, the piston would not go down but the pump said rewind was complete. It was reported that the insulin pump completed and passed the self test. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.